Manufacturer narrative:
Part 488.076, lot l553273: manufacturing location: (B)(4). Release to warehouse date: august 25, 2017. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record (DHR) shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: the alveolar distractor mechanism is blocked in one position due to post production damages. The device was inspected for all the features pertinent to the complaint condition. All the measurable features pertinent to complaint condition have been found conforming to specification. The DHR reviews including components show that the devices met the specifications at the time of manufacturing. No manufacturing related issue was identified and/or confirmed. The root cause has been determined to be caused during a mechanical overloading situation while use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that alveolar distractor device cannot be activated for distraction using activating instrument during surgery simulation prior to surgery. There was no patient consequence reported. Concomitant device reported: activation instrument (part # unknown, lot # unknown, quantity 1). This report is for one (1) ti alveolar distractor with straight plate 16mm. This is report 1 of 1 for complaint (B)(4).